Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09167. The patient received the trial scs system including two percutaneous leads (from two different lots) on (B)(6) 2011. It was reported the patient had been diagnosed with an infection at the lead incision site. The physician explanted the leads. The patient is being treated with oral antibiotics. No product will be returned to sjm as the explanted leads were discarded by the facility. Follow-up on the patient indicated the patient is still recovering and culture returned negative. No further patient complications have been reported.